Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a no delivery alarm followed by a motor error alarm during insulin bolus delivery. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 238 mg/dl. No troubleshoot performed for no delivery alarm due to device having motor error alarm. Nothing further reported.